Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer settings were off. A technical support specialist (tss) set back the printer settings using knowledge article (ka) "how to configure zd410 zebra printers in windows 10" to resolve the issue. Further the tss performed test print and confirmed that the label was printing. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a zebra printer issue occurred. The label printer printed in an incorrect orientation, resulting in truncated information and unreadable qr codes for insulin. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.